Event description:
The patient had a bronchoscopic lung volume reduction (blvr) procedure with five zephyr valves placed in the left upper lobe on (B)(6) 2023. The patient has a history of congestive heart failure. The day after the blvr procedure, the patient had asymmetric pulmonary edema with increased oxygen requirements. The patient's baseline oxygen requirement was 4 - 8 l, and it was increased to 10 l. The physician removed all valves on sep. 13, 2023. After resolution, the patient was discharged from the hospital on (B)(6) 2023 on 7 l of oxygen with instructions to wean at home.

Manufacturer narrative:
Pulmonary edema is a related complication to the zephyr valve treatment and bronchoscopic lung volume reduction procedure with a very low incidence. In the liberate study (ide clinical study used to support PMA p180002's approval), there was one reported event of pulmonary edema out of 128 treated patients. There has been a prior report of pulmonary edema in complaint history. The event aligns with the experience observed in the liberate clinical study and is a related, potential complication to the zephyr valve treatment with a low probability of occurrence.